Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the cannula of a ciaglia blue rhino percutaneous tracheostomy introducer set does not fit over the wire guide. Additional information regarding the patient, device, and event has been requested but is currently unavailable.

Event description:
Additional information was provided on 13jan2021: it was reported that the cook guidewire could only be placed in the trachea cannula with extreme force. This resulted in delayed placement of the cannula after the newly created tracheostoma was already dilated. The patient was adequately preoxygenated and there was no significant drop in peripheral oxygen saturation. The physician involved in the case noted that an alternative suitable sized cannula could have been used or the patient could have continued to be ventilated via the endotracheal tube. The physician reported that there was no immediate risk.

Manufacturer narrative:
A3 - date of event: date of event unknown, as the hospital is unable to provide information on incident dates d4 - lot: lot number unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was clarified on 13jan2021 that a competitor's tracheostomy tube, which is pre-loaded over their guiding catheter, was used with and advanced directly over a cook guide wire from the blue rhino set. The loading dilator and guiding catheter provided in the cook blue rhino set were not used. The report of a cook guide wire not being compatible with a competitor's product has been reassessed and this event has been deemed not reportable as there is no precedence of the malfunction leading to an ae.